Event description:
Subsequently, the patient developed an infection and the system was explanted. The lead was sent for culture and will likely not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2000 ohms. The physician decided to monitor the lead at this time. No adverse patient effects were reported.